Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years and eight months later, computerized tomography-abdomen without contrast was performed which showed that grade 3 perforation of 4 o'clock strut to abut disc space. Grade 2 perforation of the 2 o'clock strut 0.79 cm. Grade 3 perforation of the 3 o'clock strut to abut posterior aorta. Multiple grade 1 perforations. 9.40 degrees of sat of coronal tilt. Minor sagittal tilt. Apex of filter did not touch wall of inferior vena cava. No migration was reported. A 2 mm metallic focus 1.8 cm above the filter apex suggested a displaced filter fragment. Therefore, the investigation is confirmed for the alleged perforation of inferior vena cava and filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately eight years and eight months post filter deployment, a computed tomography (CT) scan revealed that the filter detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.